Event description:
The dentist reported that this implant placed in tooth site #5 did not integrate when the patient presented with infection.

Manufacturer narrative:
Osseotite® tapered certain® implant 3.25 x 11.5mm was returned with the cover screw attached. There were general signs of usage. No other damage was noted. DHR review, review of sterilization records, and complaint history review did not provide any indication that the product was non-conforming. There were no manufacturing deviations identified which would cause or contribute to this complaint. The root cause could not be determined.